Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. There was difficulty throughout the procedure with visualization. A triclip was successfully placed commissural on the lateral/septal leaflets after deployment the clip tilted and there was a partial leaflet detachment from the septal leaflet. A second triclip was placed mid on the anterior/septal leaflets, tr reduction and a proper grasp was visualized however the leaflet insertion assessment could not be visualized. After the clip was deployed there was slight clip movement. The clip had a partial leaflet detachment from the lateral leaflet. The final tr was grade 3. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.